Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room after receiving therapy from the device when sitting in a chair. Upon interrogation it was noted that the shocks were inappropriate due to oversensing of noise. Therapy was not exhausted due to the inappropriate shocks. The noise was able to be reproduced in the emergency room thus a revision procedure was performed. During the procedure no issues with the rv lead were seen with fluoroscopy. The physician opted to surgically abandoned the lead. The implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported.